Event description:
It was reported to boston scientific corporation on february 6, 2019 that a flexiva 200 tractip laser fiber was used during a bilateral ureteroscopy, bilateral stone lithotripsy, bilateral stent insertion procedure performed on (B)(6) 2019. According to the complainant, during procedure, it was noted that the laser fiber broke upon laser activation. There was no serious injury nor adverse patient effects as a result of this event. There was no staff injuries reported.

Manufacturer narrative:
Block h6: problem code 1069 for the reported event of fiber broke. Block h10: investigation results the returned flexiva 200 tractip laser fiber was analyzed, and a visual evaluation noted that it was returned broken in two pieces. The first piece measured approximately 130.2 cm from the top of the connector to the break. The second piece measured approximately 187.7 cm from the break and includes the entire distal tip. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Examination under magnification confirmed that the tip was unused. Visual inspection of the returned fiber noted burn marks on the fiber jacketing, likely a result of the fiber break occurring during used, resulting in a misfire. No other issues with the device were noted. The reported event was confirmed. The analysis of the returned device confirmed that the fiber was broken and burn marks indicate there was likely a misfire. The condition of the returned device confirms that the fiber was broken during use, likely as a result of handling of the device as it was used and interacted with the scope. A break occurring during use could result in laser energy escaping, resulting in a misfire. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A product labeling review identified that the device was used per the directions for use (dfu) / product label. Block h11: block h4 is updated for the correct device manufacture date and b5 updated for the correct procedure date.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva 200 tractip laser fiber was used during a bilateral ureteroscopy, bilateral stone lithotripsy, bilateral stent insertion procedure performed on (B)(6) 2019. According to the complainant, during procedure, it was noted that the laser fiber broke upon laser activation. There was no serious injury nor adverse patient effects as a result of this event. There was no staff injuries reported.